Event description:
In 2008, the distributor reported that during kit inspection, it was noticed that the screw head falls out. This malfunction has been reported in the past. There was no associated patient contact.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.